Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The site exchanged the batteries and returned the devices to the manufacturer for evaluation; there was no reported patient injury as a result of this event. Various analyses were conducted and reviewed to evaluate the performance of the devices. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The returned batteries (B)(4) passed external visual inspection and functional testing and therefore met specifications. The reported event could not be confirmed as log files were not provided for analysis. There are no known clinical or user related factors that could have contributed to this event. On april 30, 2014, a field safety notice (fsca apr2014) was issued to us physicians together with a patient letter to be delivered by sites to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Boxed instructions were provided in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. Additionally, fsca apr2015a was issued as a voluntary "urgent medical device correction"; communication was issued to the sites and patients within the united states on may 11, 2015. An "urgent field safety notice" was sent to sites and patients not within the united states on may 14, 2015. This is one of two reports (3007042319-2015-00683 and 3007042319-2015-00684) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from (B)(6) that controller beeps with the acknowledge tone like the batteries were reconnected, but connection was fine. The patient's batteries were replaced by the hospital with no effect on the patient. It is unknown which two of four the following batteries were involved: battery 160de, (B)(4); battery 160de, (B)(4); battery 160de, (B)(4); battery 160de, (B)(4); this is report 2 of 2.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report the company is seeking this information through the event investigation. This is two of two reports (3007042319-2015-00683 and 3007042319-2015-00684) submitted for devices related to the same event.